Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: the keypad cover was intact with no evidence of physical damage. Investigation revealed all keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found on all button contacts. Unrelated to the original complaint, investigation revealed that there was moisture found in the battery compartment and that there were cracks in the battery compartment. Leak testing revealed leaks at the battery compartment cracks. No additional moisture was found inside the pump. Additionally, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the down arrow keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.